Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site replaced the umbilical cable. The imaging system was found to be fully functional. The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Investigation confirmed reported problem. Lemo pin orientation is shifted and unable to connect properly to test or generator receptacle. Continuity testing passed. Mvs interface cable unable to facilitate communication between imaging system gantry and mvs workstation. The hardware investigation found that reported event was related to a mechanical failure mode caused by malfunction, assembled incorrectly. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that the imaging system (B)(4) showed no communication between the image acquisition system (ias) and mobile view station (mvs). On the pendant, the imaging system displays "not connected" and the mvs would not establish connection. He tried to remote into the ias computer, but was unsuccessful. There was no patient present when this issue was identified.